Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hypotensive episode resulting in a loss of pulse coincident with usage of a baxter healthcare disposable intravenous device. The patient was being treated in the emergency department of the hospital at the time the event occurred. The cause of the event was reported to be due to an over-infusion of a sedative/anesthetic agent caused by an unspecified malfunction of the disposable device. The unspecified malfunction was potentially due to a use error of loading the disposable set into the intravenous pump incorrectly causing the set to malfunction. It was reported that the infusion pump was set at a rate of 3 ml/hour. Forty five minutes later, it was discovered that nearly the entire bottle of the sedative (approximately 80ml) had infused. Upon discovery, the intravenous tubing was clamped; the patient was resuscitated, and was given multiple doses of intravenous epinephrine. The patient regained a pulse. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.